Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - incorrect removal.

Event description:
It was reported that this was an arteriotomy closure of the calcified common femoral artery using the pre-close technique via a 7f sheath hole prior to an abdominal aortic aneurysm repair (aaa) procedure. Reportedly, the foot of the prostyle was difficult to open; when it was eventually opened, it couldn't be closed. The physician pulled out the prostyle with the foot open and damaged the vessel. Surgery was performed to treat the vessel damage and to achieve hemostasis. There was no clinically significant delay to the procedure or therapy. No additional information was provided.